Event description:
It was reported, the pt left siderail could not lock in the up position due to the latch allegedly missing.

Manufacturer narrative:
The investigation determined the siderail latch was missed during the assembly process at the MFR's site.